Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and missing. The latch was found deformed as indicative of it being detached from sled, that is why the internal cannula components were not sliding properly.

Event description:
It was reported that the patient underwent a hernia repair procedure and absorbable straps were used. It was found that the white cannula cap was detached from the device. The procedure was completed using a like device. There were no adverse patient consequences reported.